Event description:
On (B)(6) 2009, the pt's father reported that the pt dropped the infusion device in the pool. When the infusion device was removed from the pool, there was water visible behind the screen and an e7 (electronic) error was displayed. The pt was unable to bolus due to this and his blood glucose elevated to 400 mg/dl. The father administered an insulin injected and the pt's blood glucose returned to normal, 140-180 mg/dl. The pt was advised to switch to the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.